Event description:
Orig. Surg. Date: 2005. Allegedly pt had parkinson's disease and dislocated in 2006.

Manufacturer narrative:
This investigation is not complete. Event device code is addressed in package insert. Add'l info has been requested from the surgeon. This report will be amended when the investigation is completed. This is the same event as 1043534-2006-00091. This event occurred in another country.